Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of 125 ohms. The shock impedance measurements had been steadily increasing over the past year. There were no episodes of noise and the pacing impedance measurements were stable. Technical services (ts) discussed troubleshooting options should the shock impedance measurements continued to increase. No adverse patient effects were reported. The lead remains in service.